Event description:
It was reported that a user¿s dexcom g7 failed to remain connected to the ilet, triggering a ¿connect cgm or dosing will stop¿ alert and resulting in suspended automated dosing until successful re-pairing; initial pairing attempts with an incorrect or uncertain sensor code failed, and the user later inserted a new sensor and restored cgm connectivity with guidance, after which glucose data resumed. Symptoms included hyperglycemia with a peak blood glucose of 333 mg/dl and a headache, with device high-glucose alerts sounding for over 90 minutes. Outcomes included temporary cessation of automated insulin dosing and prolonged hyperglycemia without ketone testing, medical intervention, or use of backup therapy. Investigation included guided troubleshooting, sensor code verification attempts, re-pairing attempts, and reinsertion of a new g7 sensor followed by confirmation of data flow and glucose decline to 210 mg/dl. Investigation of this case revealed a cgm pairing failure due to use of an incorrect or mixed-up sensor code, which interrupted communication necessary for automated dosing, and performance recovered after correct sensor pairing with a newly inserted sensor. It was concluded, based on previously established findings for similar reports, that user-related setup error leading to cgm connectivity loss was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.